Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was implanted.

Event description:
As reported: "it was reported that the lag screw was not advanced into the artifical bone and idled during it did not advance beyond 10cm from the tip of the femoral head. Therefore, the surgeon was not able to apply compression and the lag screw was changed from 90cm to 95cm and the set screw was deployed. After that, the screw was backed out about 5mm but the operation was finished. Doctor's opinion: the artificial bone did not collapse well and the tip of the femoral head was clogged, so the screw could not be inserted." Procedure was completed successfully with no surgical delay or adverse consequences reported.